Event description:
The physician reported that while attempting to remove the device from the patient, it broke apart. The proximal end was not in tact prior to removal. Post procedure x-ray revealed a device fragment remained in the patient. The patient was returned to the operating room for fragment removal. Laparoscopic forceps were used to remove the device fragments. The device was discarded after removal. A photo of the device fragments post removal was provided. No patient harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found one similar complaint for this lot number. A photograph of the removed device was reviewed. The use of forceps and incorrect technique for device removal caused the device to break apart. A follow up report will be submitted if additional information becomes available.